Event description:
Boston scientific received information that during a routine follow up this right ventricular (rv) lead was revised due to a suspected lead fracture and a separation of the distal coil at its distal end. The rv lead was noted to have an impedance drop after initial implant. The lead was not able to capture pacing at max outputs. Patient experienced intercostal stimulation. The rv lead was extracted and new rv lead was successfully implanted.

Manufacturer narrative:
Upon receipt in our post market quality assurance laboratory, visual observations indicated a complete lead was returned with stylet fully inserted. Set screw marks noted on all terminal connectors. There were two puncture holes noted in the trilumen insulation pin. It was also noted that there was dried blood/body fluid noted in the lead lumen and the distal shocking coil stretched at distal end. A pressure and stylet insertion test was performed with manipulation and these test were unable to perform due to the stylet stuck in lead. The lead was subjected to a hipot test and passed. The initial allegations of the rv lead to have a fracture in coil was not confirmed. Analysis did confirm a stretch in the distal shocking coil. Resistance measurements found the rv lead to be within specification.